Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of a 26mm sapien 3 ultra valve, in the aortic position by transfemoral approach. During the procedure, the commander delivery balloon burst longitudinally at the end of valve deployment. The valve was correctly deployed and the final position was acceptable. The system could be retrieved without problems into the esheath. There was no patient injury and the final outcome was good. As per medical opinion, the root cause of the event might be related to the severe calcification of the native valve.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was evaluated and the following was observed: longitudinal burst from shoulder to shoulder of the inflation balloon area. No missing material on balloon. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon burst was confirmed upon visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing edwards' technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, ''the root cause of the event might be related to the severe calcification of the native valve.'' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.